Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having high blood glucose of 502mg/dl and an issue with the set. Customer treated with a bolus but was unsure if it worked. Customer's blood glucose was 413mg/dl at the time of the call. Customer indicated that they will keep checking their blood glucose and call their doctor if needed.